Event description:
It was reported that the lens was removed from the pt's eye intraoperatively due to a torn trailing haptic plate. The incision was enlarged to remove the lens and another lens was implanted successfully. The pt's prognosis was reported as good. Additional info has been requested. Please ref MDR#: 2031924-2013-00102 for the intraocular lens.

Manufacturer narrative:
The delivery device has been requested, but has not been received to b+l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.